Event description:
On (B) (6) 2006, the patient underwent the surgery with the t2 scn. In 2007, the surgeon found that the locking screw was broken. The patient changed the hospital. After changing hospital, on (B) (6) 2009, the surgeon found through the x-ray, that the two locking screws of distal part broke. The surgeon confirmed patient bone was union. On (B) (6) 2009, the surgeon removed the nail and screws.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report. Cat# 1896-5090s lot# k598427 locking screw and cat# 1896-5040s lot# k629176 also broke. At this time it is not known which device may have caused or contributed to the additional broken screws. That information has been requested, and if received, will be updated on the supplemental report.